Event description:
This is the second of two reports concerning the same patient and same surgery. This report concerns the newport 90 degree mis rod inserter (product ID cust0026). First report filed under mfg report number 2032593-2013-00092."tip of instrument broke off left in patient." Add'l info was received on (B)(6) 2013 from the customer. During transforaminal lumbar interbody fusion (tlif) surgery, the tip of the inserter broke off into the screw during insertion of the locking rod. The tip was removed with suction. Surgery was delayed 15 minutes.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.